Event description:
During preventative maintenance, the autopulse platform (sn (B)(6) failed functional testing due to user advisory 07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. Additionally, during service, a failed integrated encoder gearbox was noted. No patient involvement.

Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6) failed functional testing due to user advisory 07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. The root cause of the ua07 error was failed load cells, which were replaced to address the observed failure. . During service, a failed integrated encoder gearbox and a crack on the top cover were noted and replaced. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).